Manufacturer narrative:
Device was used on the rfa following a ptca procedure. The pt was discharged and returned one week later for a scheduled surgical procedure. At that time the pt had a fever and purulent drainage form the groin. The pt was treated with oral antibiotics, discharged, rescheduled for surgery. Code 86: evaluation of this event is based on manufacturing and qc procedures and historical use of device related to this event. Code 68: product is assumed to be sterile based on manufacturing and qc procedures. Attribute infection to inadvertent contamination during or after procedure. Correction: delete 1738 from h previoiusly included due to a misunderstanding of coding manual and requirement to identifyif f10 codes are included in labeling.